Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the high flow relief regulator was replaced which resolved the issue. The machine was returned to service. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling w/dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled, which was noticed approximately 90 minutes into treatment. The patient completed treatment after the saline bag was replaced. There were no occlusions to the drain. The drain line and the drain height were within specifications. The biomedical technician replaced the high flow relief regulator which resolved the issue. The machine is back in service.